Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer was advised to remove the battery and insert battery alarm did not display on screen. Customer stated that the battery compartment and spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronics. Unable to verify missing segments or partial display due to blank display anomaly. Device received with cracked retainer and cracked case corner of belt clip rails.